Event description:
Once opened and removed from the packaging, it was noted that the lead had filamentous strands found on the pacing lead. Therefore, the lead was not implanted, and the separate strands were retained in a specimen pot.

Manufacturer narrative:
(B) (4). Conclusion: the analysis performed on the subject strands determined that they likely originated from ordinary clothing, but ultimately, the origin could not be identified. A mfg defect could not be confirmed. The complaint is recorded in our database for trend purposes.